Manufacturer narrative:
Additional contact information: (B)(6).

Event description:
Information was received indicating that a, cadd administration set, reservoir bag under infused. It was reported the pump was reading empty, but the reservoir bag had 21 ml remaining. Per reporter residual volume was: 21 ml, rate 5.4 and the starting volume was 250 ml. No adverse patient effects were reported. No additional information is available at this time.